Event description:
It was reported that noise and high pacing lead impedance were observed on the ventricular channel. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the inner coil was found at 37.5 cm from the distal tip consistent with fatigue. This fracture is consistent with the observation from the field issue of noise and high impedance.